Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic relaxation, stress urinary incontinence, cystocele/rectocele, fecal incontinence, and cystic mass in the pelvis. It was reported that the patient had the concurrent procedures of an operative laparoscopy/ bilat salpingo- oophorectomy/ anterior and posterior colporrhaphy, vaginal vault suspension, perineoplasty, and monarch suburethral hammock sling performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, infection, recurrence, bleeding, vaginal scarring and urinary and bowel problems. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh and monarc hammock were implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).